Event description:
Customer reported the esc button on the insulin pump was not working. Customer's blood glucose was 116 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc button dome switch. The device was received with broken battery tube threads, cracked reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.